Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the investigation analysis, there was a lag observed on 25th of november, as the system adjusted the sensor reading following the calibration entry at 8:44 pm cet. The lag is inherent to the system, and the system was operating within expected range. There is no malfunction observed for the sensor.

Event description:
Senseonics was made aware of an instance where the user experienced a hypoglycemia event on 25th november 2020. Sensor reading was 111 mg/dl whereas blood glucose meter showed 44 mg/dl. Low glucose alert threshold level was set at 60 mg/dl by the user. The user didn't feel well at the time and ate some sugar. The user did not require any medical attention.